Event description:
Pt underwent vitrectomy on (B)(6) 2013. The constellation vitrectomy system was used. The pt inadvertently rec'd a higher concentration of intra-ocular gas than what was planned. This necessitated multiple procedures to remove gas.